Event description:
Information was received indicating that when filling up medical fluid into a smiths medical cadd cassette reservoir at pre-use check, the customer found an occlusion in it. The lumen of the tubing looked tapered. There was no patient injury.

Manufacturer narrative:
Other, other text: device evaluation- one used device was returned for evaluation. The device was given visual inspection: an occlusion was identified between the tubing and the filter. The reported issue was confirmed. The examination of the manufacturing process could not reproduce the failure. At this time the issue will be monitored for further occurrence.

Event description:
(B)(4). When filling up medical fluid into the product at a pre-use check, the customer found an occlusion in it. The lumen of the tubing looked tapered. No patient injury. *please be sure to put a product photo(s) in the investigation report. *if a product photo(s) provided by smj are uploaded to this complaint, please post it/them on the investigation report wherever possible.